Event description:
The customer reported noise on pads ECG and pads ECG appeared to be like a square wave. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported noise on pads ECG and pads ECG appeared to be like a square wave. There was no report of patient involvement or adverse patient impact. The unit was evaluated at philips. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.